Event description:
It was reported by the customer that a pyxis medstation es system had a tower door was failed. The customer reported that the malfunction occurred when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door was failed. A field service engineer replaced the new latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.